Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels which caused the customer to fall. The customer was admitted to an urgent care but the customer did not provide the time and date of the incident. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer did not want to troubleshoot the issue but instead wanted to focus on their sensor. The customer did not return the product back for analysis.